Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the pump failed to alarm air-in-line and the air bubbles in the tubing were observed below the pump. The issue was caught by the nurse and prevented the air going into the patient. There was no harm.

Event description:
It was reported that the pump failed to alarm air-in-line and the air bubbles in the tubing were observed below the pump. The issue was caught by the nurse and prevented the air going into the patient. There was no harm.

Manufacturer narrative:
Correction: annex b: b21 annex c: c21 annex d: d16 additional information: device eval by manufacturer? And manufacturer narrative. Annex a: a23 annex g: g0200802 annex b: b01, b14 annex c: c23 annex d: d11 a device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the complaint of the pump module failing to alarm for air in line was not confirmed during log review or reproduced during testing. Laboratory testing performed on the source pump module¿s air in line detection system found the device was detecting air for both single air bolus and accumulated air bolus within specification. External and internal inspection process was performed on the pump module, there were no issues or anomalies identified during the inspection of the suspect device. The pcu or its logs were not returned for log review. There were no error logs related to the reported problem. The pump module event log recorded the pump module was selected on 24sep2024 and programmed to infuse an unknown medication at a rate of 170ml/hr. A single air bolus limit was set to 175 l with accumulated air detection enabled. There are multiple smaller single air bolus settings (50 l, 75 l, 125 l, 175 l, 250 l) available to the customer, if more sensitivity is desired in air in line detection. However, the profile guardrails may override individual system configuration settings. The system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: the device was opened during the investigation; please ensure proper assembly and torque screws as required. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not be picking up the cost of the incidental repairs. Root cause: the probable cause of the pump module failing to alarm for air in line (ail) is suspected to be due to the reported observed air boluses being too small to trigger at the 175ul setting. Laboratory testing showed the ail was detecting air as expected.